Event description:
--

Manufacturer narrative:
The patient later reported that two days prior to the explant of the device the patient experienced burning sensations at times directly over the unit during a tai chi class. It was reported to have felt like a hot spot about the size of a thumbnail. The patient reported their cardiologist stated it was not the patient's nerves but rather the device which urgently needed to be replaced.

Event description:
Boston scientific received information that the patient heard beeping from their cardiac resynchronization therapy defibrillator (crt-d). The device was interrogated and the fault code 1003 was displayed along with the error message that the voltage was too low for the projected remaining capacity. Technical services discussed the fault code and recommended the device be replaced and returned to understand the root cause. A save to disk and memory download was also requested. The lead diagnostics and logbook reveal no anomalies. No adverse patient effects were reported. As a result the device was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. A review of the device memory confirmed that a low voltage battery fault code had been recorded on (B)(6) 2011. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Review of the automated testing results, as well as information recorded within the device memory, indicated that sufficient battery capacity was available to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. A normal current drain was observed within the circuitry. Visual inspection, as well as x-ray analysis, of the battery did not identify any defects. The battery was then subjected to open circuit voltage testing (i.e., battery voltage levels were monitored every 4 hours for a period of one week in order to assess any voltage changes). Results revealed a recovering voltage level; however, the recovery pattern was not smooth, indicating a possible intermittent short within the battery. The average heat output of the battery was also consistent with the presence of an internal short. In-depth destructive analysis of the battery itself revealed evidence of a latent internal electrical short between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.